Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2026. On (B)(6) 2026, the patient was unable to recall the exact cgm and fingerstick blood glucose (fsbg) values but stated that the readings differed by approximately 80 mg/dl. He reported that the cgm readings were "jumpy" and fluctuated erratically. The patient attempted to calibrate the sensor through his insulin pump; however, the readings remained inaccurate. He continued using the sensor despite the reported discrepancies. The patient stated that he relies exclusively on his tandem insulin pump to view glucose readings and does not use the dexcom mobile application or receiver. On (B)(6) 2026, while at work, the patient lost consciousness (loc), fell onto concrete, and struck his head. He was unable to recall the glucose reading displayed on his insulin pump at the time of the event and stated that no low-glucose alert was received prior to losing consciousness. Emergency medical services (ems) were contacted by his supervisor, and the patient was transported to the hospital. At the emergency department (ed), a blood glucose (bg) measurement was reported as 17 mg/dl, while the insulin pump reportedly displayed a cgm glucose reading of 60 mg/dl. The patient could not confirm the exact timing of the cgm reading relative to the bg measurement. The patient was admitted to inpatient hospitalization. During hospitalization, the patient underwent MRI and CT imaging following the fall and head injury. The patient did not provide details regarding treatment received during the hospitalization. His endocrinologist instructed him to discontinue use of both the sensor and insulin pump and to monitor glucose levels using fsbg until his glucose management stabilized. The patient was discharged from the hospital on the day of the initial report on (B)(6) 2026 and stated that he was still feeling unwell at the time of discharge. He also reported that he would be attending multiple follow-up appointments with his physician for ongoing evaluation and management. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 80 mg/dl. The reported glucose values fall within the c zone of the parkes error grid was taken during transport to the hospital. No additional patient or event information is available.